Event description:
The customer reported to olympus, the colonovideoscope had a blocked air channel. The issue was found during an unknown event. The device was returned for evaluation. During the device evaluation, foreign material, black particles, were found in the air/water nozzle. There were no reports of patient harm. Additional details relating to the event have been requested, but no response has been received at this time. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a biopsy channel that leaked, the bending angle in the up direction did not meet the standard value due to the wear of angle wire, a detached and deteriorated bending section cover adhesive on the thread wound sections, an upward/downward knob that couldn't be locked securely due to wear of the lock engagement lever, a failed distal end insulation test due to a chip on the plastic distal end cover. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to a leakage caused by a breakage of the biopsy channel, which then led to reprocessing that could not be conducted properly. A further cause of the breakage could not be presumed. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in cf-ez1500dl/I operation manual chapter 3 preparation and inspection. IFU states the preventative measures in cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.